Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to the olympus representative, the back and forth mechanism of the single use aspiration needle would not work during a diagnostic procedure, an endobronchial ultrasound transbronchial needle aspiration. The device was inspected prior to use and there were no findings. The physician took out the needle to puncture the nodule and at that moment, he was not able to insert the needle into the nodule because of the malfunction. He removed the needle from the scope. It is unclear if there was a sheath issue when removing the needle from scope. The physician vigilantly removed the needle from the scope. The intended procedure was completed with a similar device. No surgical delay was reported. There was no patient harm or injury reported. The customer also stated this was the second time there was a sliding mechanism issue. However, no additional information is available regarding the second event. This report is for event 1 of 2 with patient (B)(6). Event 2 of 2 is reported with patient (B)(6).

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer, the device evaluation and the legal manufacturer's investigation with device history records (DHR) review. Updated: b5 the device was returned without the original packaging. A visual inspection was performed and the appearance was within normal limits, no damages. The needle tip was bent with visible residue indicating the device had been used. A functional check was performed on the device and the distal end corresponded with the slider however force had to be applied when extending the distal end out of the sheath. Both the sheath adjuster knob and needle adjuster held their position when engaged. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the needle adjuster lever was slid to a convex position and the needle tip was bent due to puncturing a hard object or excessive force. The instructions for use includes information to prevent this issue: before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. When fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc.

Event description:
The customer provided additional information: there was a procedural delay of an unknown length of time.